Event description:
It was reported that the ventilator's air gas module was contaminated with water. There was no patient harm reported. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The internal evaluation determined that this complaint is a duplicate of report with mfg report number: 8010042-2022-02056.

Event description:
Manufacturer's ref. #: (B)(4).